Manufacturer narrative:
On (B)(6) 2015, an ocd field engineer (fe) arrived at the customer site and performed the following: checked the reader camera brightness (at 121) and the reference image has no defects. Used lotus notes document d04655 as a guide and found many dripping detected and xyzerrcods in the wadiana1 log file, also noticed debris in the syringe. Replaced the level sense board, wire harness, probe, wash block, and syringe. Performed all probe adjustments, and gripper alignments to verify adjustments, ran the level detect, card reader, fluidics, and pipetting. All tests performed passed, customer performed qc testing and all passed. The investigation determined that the most likely root cause of this event was instrument related. Customer modified report to reflect positive results, no erroneous results were reported as a result of this incident.

Event description:
Customer reporting false negative results during antibody screen test with one sample previously known to have a cold/ and anti-m antibody. Visual inspection of the card read as positive 1+. Customer modified abs result to reflect positive results.